Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. Lot information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, broken or fractured component was observed.